Manufacturer narrative:
The investigation determined that a lower than expected vitros ipth result was obtained when a customer was processing a non-vitros (biorad) quality control fluid on a vitros 3600 immunodiagnostic system. A definitive cause of the event was not established. A vitros ipth lot 1180 reagent issue cannot be ruled out as a contributor to the event, as the accuracy of the biorad l2 and l3 qc fluids were greater than 2sd low from the biorad peer performance since ipth lot 1180 was put into use. Furthermore, despite being within acceptable guidelines, vitros ipth quality control fluid results were also lower than pi mean values. However, vitros ipth quality control fluid results were within acceptable guidelines and ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth reagent lot 1180. An instrument issue cannot be ruled out as a contributor to the event, as a precision test to verify instrument performance was not conducted when requested. No information was provided pertaining to the handling of biorad quality control fluids, therefore pre-analytical quality control fluid handling cannot be ruled out as a contributor to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a lower than expected vitros ipth result obtained when testing a non-vitros (biorad) quality control fluid on a vitros 3600 immunodiagnostic system. Biorad, lot 60272 result of 129.58 pg/ml versus the expected result (peer mean) of 196.6 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros ipth result was obtained when the customer was processing a non-patient fluid. However, the investigation could not rule out that patient sample would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).